Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was achieved using a proglide after a heart catheterization procedure. Reportedly, eight months after a heart catheterization procedure a second heart catheterization procedure was performed in the same target groin. The patient visited their physician complaining of experiencing pain, off and on at the arteriotomy site for approximately one year following the second procedure. A femoral angiogram was taken showing 20 percent gradient across the artery. It was noticed on the femoral angiogram that the second proglide used had been placed where another proglide had been placed approximately eight months ago. Three dilatation balloons (4x2, 6x2 and 8x2) were used to reopen the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.